Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). To date, the alleged faulty component has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the avea ventilator, the unit just stopped ventilating, and the message banner was green. The trends show all asterisks across the board, yet the customer was unable to find any errors in the log. Transducers calibrations were performed, when checked had less than ten (10) ad (analog/digital) counts difference from stored. The issue occurred during patient use; the customer reported the patient was bagged, and the ventilator was switched out. There is no report of patient consequence associated with the event.

Manufacturer narrative:
The carefusion field service engineer (fse) went onsite for evaluation and repair. The fse replaced the gas delivery engine (gde), installed the 4.6b software, performed calibrations and reported the unit is meeting service specifications. The unit was identified to be addressed under avea recall z-1609-2015. The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. No further investigation will be performed.